Event description:
On (B)(6) 2013, animas was notified that, as her diabetes was out of control, a pregnant patient had been put on an unprescribed pump by her health care provider. The patient did not like using the pump. The pregnancy ended in a miscarriage. Although no specific evidence of a pump malfunction, defect, or misuse is alleged, this issue is being reported as the possibility that the use of an insulin pump may have contributed in an unidentified manner to the miscarriage cannot be ruled out.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on normally with functional auditory and vibratory features. The display screen showed normal contrast. A review of the pump histories showed no errors or alarms related to the complaint. All keypad buttons responded appropriately to button presses. The shipment date of the pump was (B)(4) 2013, but the black box dates are (B)(6) 2013, indicating that the pump was never used for insulin delivery by the patient. The pump passed flow accuracy testing and was found to be delivering within required specifications. There was no defect found on investigation.